Event description:
It was reported during implant the atrial lead helix mechanism would advance suddenly, not gradually. The lead was not used, and was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): no anomalies found; full lead returned and analyzed.